Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-08476. During an ipg replacement on (B)(6) 2018 (please see MFR. Report #: 1627487-2018-08294), intra-operative testing revealed high impedances on both leads. As a result, both of the patient¿s leads were replaced with new leads.